Manufacturer narrative:
The reported tracheostomy tube was returned for product evaluation. Visual inspection found the device to be without abnormalities or defects. During functional testing, a syringe and a device pressure gauge were used to inflate the device cuff. Immediately upon inflation, the cuff's pressure dropped, indicating a leak. Upon closer observation, two tears were found on the cuff. The user reported that prior to patient use no leaks were observed; however, product evaluation and inspection was not able to determine the root cause of the tears in the cuff material.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was tested for leaks prior to intubation; during which, the cuff was not inflating easily. The reporter explained that the cuff was re-inflated 10 times, and then the cuff began to work as expected. The device was placed in a patient. After an undisclosed amount of time, a nurse found the cuff leaking during a routine cuff check. No adverse patient effects were reported.